Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks to be delivered. Device data was sent to rhytmcare for review. Data review confirmed the oversensing prior to the delivered shocks in all three stored episodes. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.